Event description:
It was reported that the initial right total hip arthroplasty performed (B)(6) 2018. Subsequently, the patient underwent screw removal and head and liner exchange on (B)(6) 2019 due to screw migration. Approximately one month later, the patient developed a superficial infection at the incision site. Superficial irrigation and debridement was performed on (B)(6) 2019. No product was exchanged as the infection did not penetrate the joint space.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 1 complaint reported with the items (B)(4) and (B)(4) (initiating complaint). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00241-1. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : remains implanted.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Medical product: cer bioloxd option hd 40mm, catalog #: 650-1058, lot #: 2948783. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2021-00241. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the initial right total hip arthroplasty performed (B)(6) 2018. Subsequently, the patient underwent screw removal and head and liner exchange on (B)(6) 2019 due to screw migration. Approximately one month later, the patient developed a superficial infection at the incision site. Superficial irrigation and debridement was performed on (B)(6) 2019. No product was exchanged as the infection did not penetrate the joint space.